Event description:
Hcp reported having a pt with inflammatory response at the burr hole cap. Hcp is concerned there is a problem with the cap. The area was not infected but appeared to be "some type of adverse reaction to material or something in the area". Pt had a small amount of yellow clear (serous) drainage but no signs of infection. Cap and ring removed and returned for analysis. Cap and ring replaced with a metal plating system, the pt is doing better and the wound healing nicely.